Event description:
(B)(4):per end user's husband, the seat was pinching wife's legs when she used the device, so they bought a new seat. No bruising/broken skin. (B)(4):granddaughter stepped on seat to get somthing out of a cabinet and cracked the seat.